Event description:
It was noted under lateral x-ray that cslp was broken. The plate was removed.

Manufacturer narrative:
H11:explanation for unknown info: b7,d6,d10,e4: a questionaire was sent to dr. On 11/25/1997 and a follow up request on 12/29/1997 to obtain the unknown info. No response has been received. G1 & h4: the MFR date and MFR site are unable to be determined without the lot number. Evaluation codes: h6: the device was evaluated by a metallurgist who observed no evidence of any inherent metallurgical or mfg abnormalities. Analysis of the fractured surface indicated that the screw fractured by bending fatigue as a result of variables inherent during this particular service application.